Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/13/2023, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had an issue with the pressure presets not saving properly. Adjustments were made to the presets for the desired pressure settings. However, when attempting to modify the type of procedure, during inflow only (no outflow tube set), when the shaver is activated, the dualwave activates boost mode for increased pressure to compensate for the loss of distention from the vacuum used with the shaving device. The pressure will automatically change to the preset boost values and can be noted on the tpvd. When the shaver is activated, the boost button will change to a dark blue. This issue seems to occur regularly. The customer has already attempted troubleshooting steps, including replacing the pump, but the problem persists. They are unsure whether this issue is related to the pump's settings or if there is a potential underlying technical problem. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.